Event description:
Received report from abbott international affiliate (abbott canada) via a faxed copy of a reported underdelivery. The report states "there were two lines attached to the pt that were infusing concomitantly. The primary line was delivering hydrating solutions, i.e. 2/3 saline and 1/3 dextrose. The secondary line was the one infusing the chemotheraputic drugs. The secondary set was infusing correctly and the rate was in fact 500ml/hr and delivered 250ml in 30 minutes as intended. The primary line was the one with the faulty delivery rate and delivered 50ml/hr instead of the 100ml/hr which was intended." There was no reported adverse pt event. Though requested, there was no further info available.